Event description:
Received a mandatory report from the customer stating that an 840 ventilator alarmed with severe occlusion alarm, showing an error message of no ventilation. Nurse removed patient from the ventilator and turned ventilator off prior to respiratory therapist arrival. Respiratory therapist attempted to restart vent and it would not restart. Customer reported no harm to patient occurred.

Manufacturer narrative:
Npb was not able to duplicate the alleged malfunction and the customer reported to have passed extended self test (est) and short self test (sst).